Manufacturer narrative:
The patient returned the meter and test strips to lifescan for evaluation. Product analysis was performed on the returned test strips with passing results and the patient's complaint was not confirmed. The patient's meter has been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the user in the UK contacted lifescan to report the one touch verio pro meter displayed the error 4 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.